Event description:
The following has been reported: clinical implementation specialist reported: "rn in (B)(6) loaded set and received a cassette misloaded error. The set was removed and reloaded with alarm persisting. Pump cleaned/rinsed with alcohol. Set moved to second pump and received same cassette misloaded error 1x. Upon second attempt alarm was cleared by reseating cassette and reloading. Infusion completed without incident. " patient harm: no. (B)(6) 2026- clinical implementation specialist reported: the user loaded the original pump with another tubing set after cleaning and without issue. I do not believe that the pump was removed from circulation. A preliminary review identified the following issue: tubing set misloaded an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause of the reported incident is related to insufficient lubrication in the knob of the admin set. This lack of lubricant causes increased friction, requiring more torque than the pump can generate, triggering the alert. It could also be related to sticky loading pins causing set misloaded issues. The current process controls detection include a torque test is conducted on the knob by gradually turning it from the "open" to the "close" position, applying a constant force and speed. The torque wrench should not be forced, and the measured torque should be 1.33 in-lbs. The batch record fa25d14020 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.